Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a failed self test two times. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the meter doesn't communicate with pump anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with constant failed self-test alarm due to a faulty electrical component on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to failed self-test alarm.